Event description:
The customer alleged oil mist came from the unit. The customer confirmed that there were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - oil mist - capital equipment, evaluated at customer site. The fse reported the following: diagnosed the cap on the vacuum pump was broken. The fse replaced the broken cap and completed system checks. An empty chamber test cycle also completed. The unit conformed to the manufacturer's specifications. The fse performed a visual examination of the pump and determined that the oil most/haze was emanating from the oil fill plugs. A change order (co) was created to change the design of the vacuum pump to have stainless steel oil fill plugs as opposed to oil fill plugs made from nylon. The fmea was received and updated for this issue. The co mitigated the rpn number to an acceptable level. The DHR for the sterrad nx was reviewed, there were no issues related to this failure mode noted. The service and complaint history for the sterrad nx was reviewed in service alliance. This is the first instance of the vacuum pump's oil fill plugs creating an oil mist noted. Since the oil fill plugs were replaced, the customer has had no issues.